Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, when the surgeon tried to resect the bowel, the device would not fire. The surgeon was able to press the green button but could not squeeze the handle. Used another stapler to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, when the surgeon tried to resect the bowel, the device would not fire. The surgeon was able to press the green button but could not squeeze the handle.